Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During device replacement due to eri, oversensing was noted on the right ventricular lead. The lead was explanted and replaced. The patient is stable.